Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information received from the reporter states that the fault was presented by the device, and that the device drops oil. There is no information available for the saw blade. Correction b3: it was inadvertently documented in the initial medwatch report that the exact date of the event was not reported, however, it was reported that the event occurred in 201. Please note that the correct year is 2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the motor of the air oscillator device (saw and perforator) did not have the strength necessary to apply a lot of pressure to cut the bone, and the device was throwing lubricant due to the pressure applied by the specialist. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 201. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.